Manufacturer narrative:
Continuation of d10: 5076-52 lead, doi: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a low voltage fracture. The patient was a high risk for extraction and the rv lead was capped and remains in the patient. The implantable pulse generator (ipg) was programmed to atrial-pacing atrial-sensing inhibited-response rate-adaptive (aai) with a leadless implantable pulse generator (ipg) implanted off label use and programmed to ventricular placement (vdd). The patient was in paroxysmal atrial fibrillation (paf) and intermittent atrial mechanical markers on the leadless ipg with patient in atrial fibrillation (af) and ventricle paced. The ipg and the leadless ipg remain in use. No further patient complications have been reported as a result of this event.